Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the teeth do not align when biting down, only the canines align. The 1st, 2nd, and 3rd molars have gaps between the top and bottom to where patient cannot fully chew and crush food. The front bottom tooth is putting pressure against the top tooth it aligns with. There's pressure on all the top and bottom teeth when jaw is clenched.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.